Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was unable to power on.

Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed) as received, the monitor was unable to power on. The cause of the failure was isolated to corrupt software. The cause of the corrupt software cannot be positively identified. No adverse event resulted from the defective monitor.